Event description:
The company was notified of a size 19mm valve explanted after approximately 2.5 years, reportedly due to calcification. Replaced with a carbomedics mechanical valve.

Manufacturer narrative:
Device evaluated by MFR. An eval of the device is currently underway, but not yet complete. A review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional and performance requirements at the time of MFR and release.